Event description:
Complainant alleged that while attempting to treat a patient (age&gender unknown), the device would not power on. However, during subsequent testing the next day the device passed the 30 joules self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.